Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during an unknown cycle of peritoneal dialysis therapy. The patient noted fluid around the homechoice device. There was no information regarding action taken with pd therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.